Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 2. The hp stated a supply bag fell and disconnected. The technical service representative (tsr) explained that se 2240 indicates a large amount of air had entered the cassette. The tsr assisted the hp to cycle power to clear the alarm to end therapy. The tsr advised the hp to contact his peritoneal dialysis nurse (pdrn) to inform of the alarm. The tsr further assisted the hp to disconnect and explained that since the bag disconnected, the setup was no longer sterile. The tsr advised the hp when starting over to place bags where they were unable to fall. The hp confirmed to start with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Event description:
It was reported that a revision surgery was performed due to a screw backing out of a humeral nail.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 2 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. The root cause investigation is in progress through (B)(4).